Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection, clear passage testing, and pressure testing were performed with no abnormalities observed. The problem could not be duplicated. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported that fluid was observed under the homechoice machine. There was no information regarding the source of the fluid. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.